Manufacturer narrative:
No sample returned for investigation. Three (3) photos were attached to the complaint where a partial part of the pressure plate and the tubing are observed, liquid inside the tubing is also observed. However, no leaks could be identified through these photos. Complaint cannot be confirmed according to photos provided.

Event description:
It was reported that there was an observed leak presence in pca set. The event occurred during patient use. There was no patient harm reported.

Manufacturer narrative:
D: no information found for lot number UDI. E:unknown; no information has been provided to date. Phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.